Event description:
It was reported that during a da vinci-assisted surgical procedure the surgeon reported the harmonic ace instrument broke immediately upon first use and the gasket did not even change color. A fragment fell into the patient and was retrieved during the same procedure.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of the provided image shows the curved blade is broken.

Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have the curved blade broken at the tip of the blade. A piece approximately 0.590" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.